Event description:
Upon insertion, there was resistance, so the catheter was removed. Upon checking, the length of the catheter was observed to be intact and there was no tearing. However, upon inspection of the needle, it was observed that a portion of the metal needle had broken off. Upon x-ray, CT scan and ultrasound, they found the foreign material/chip outside the vessel of the pt, obliquely oriented on the right medial malleolar area of the thallus. The foreign material/chip was not removed from the pt. The pt is doing well.

Manufacturer narrative:
Corrected data: this incident was originally reported under access number 8041187-2010-00002. Per request from the FDA, the incident has been given a 2011 number and will now be filed under access number 8041187-2011-00017. Results: photos were received for eval. Based on the provided photos, the engineer was unable to confirm if a portion of the needle tip had broken off. A review of the device history records revealed no irregularities during the manufacture of reported lot number 8354974. Conclusions: a root cause for this incident could not be identified as the sample was not available for eval and the photos provided did not provide clear evidence to confirm the reported incident. Date submitted: 1/13/2011.